Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp and the haptic was torn. The incision was enlarged to remove the lens and sutures closed the wound. The patient is currently doing fine. The reporter indicated the incident was due to a loading error.

Manufacturer narrative:
.